Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a cysto bilateral retrograde bilateral ureteroscopy with stone manipulation and extraction procedure that a stent was removed. After visualizing the stent in the sterile field, it was noted that there was a knot in the proximal end. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, trends, and specifications was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. With no complaint device returned a definitive root cause could not be determined. The root cause of this complaint is inconclusive. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
It was reported during a cysto bilateral retrograde bilateral ureteroscopy with stone manipulation and extraction procedure that a stent was removed. After visualizing the stent in the sterile field, it was noted that there was a knot in the proximal end. The patient did not experience any adverse effects due to this occurrence.